Event description:
Account reports that when the nurses open the package, the protective cap falls off the male adapter. Then when they connect the continu-flo set to the IV catheter (jelco catheters). It will not stay connected. 'States that the nurses then connect the continu-flo set to an extension set and it connects fine. States they have had 4-5 incidents and no pt injuries.